Event description:
Event was reported to (B)(4) by an atty. The patient has suffered difficulty sleeping, stress, graft rejection, severe pelvic and hip pain, depression, and urine incontinence. No further info has been provided.